Event description:
The lenses are being sold at a local dollar store. The blister pack says "not for resale". A pt asked if it was alright to wear the lenses. MFR is aware and says its a black market problem.